Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient dissociated. Patient was reduced in emergency department. Update 08/february/2021 wg: as reported in the communications log of cross-related for revision: "right side. The larger head dislocated from the smaller head. Mdm poly from femoral head."